Manufacturer narrative:
The cartridge was not returned to animas. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the pt experienced unexpected blood glucose (bg) elevation and a family member alleged that the hyperglycemia was caused by the cartridge. She stated that she never noticed any leaking from those cartridges when changing them but believed them to be at fault. The family member reported that the pt's bg was about 200mg/dl and she delivered a correction bolus via the pump. She stated that about three hours later the pt began to complain of stomach pain, her bg was 540 mg/dl, and she tested positive for ketones. The family member reported that she delivered another correction bolus via the pump and her bg came down to her target range. She stated that she changed the infusion set and the cannula was not bent and the infusion set was in place for less than three days. The family member noted that the insulin was not expired and there were no air bubbles in the tubing. The complaint is being reported due to the allegation that the cartridge caused the bg excursion.